Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that she missed antibodies of three patient samples when using biotestcell-i11 plus and biotestcell 1&2 on tango infinity. The customer returned both supposedly defective products, biotestcell-i11 plus and biotestcell 1&2, and also four patient samples. According to the customer's documentation the specificities of the provided samples were sample 1 (anti-jk(a)), sample 2 (anti-jk(a), sample 3 (anti-k) and sample 4 (multiple antibodies: anti-k, anti-s, anti-c, anti-e, anti-jk(a). The customer reported that she could identify anti-k and anti-s in sample 4. Our quality control laboratory tested the patient samples with both supposedly defective products (biotestcell-i11 plus and also biotestcell 1&2) on tango infinity. The four samples showed correct positive and negative results corresponding to their specificity. We could confirm anti-k and anti-s in sample 4. Additionally, both product samples returned by the customer (biotestcell-i11 and biotestcell 1&2) and also our qc lab's retained samples of biotestcell-i11 plus and biotestcell 1&2 were tested with different samples and controls, e.g. An anti-fy(a), anti-jk(a), anti-k, anti-c and anti-e . All positive and negative reactions were correct. We did not observe any false negative reaction for both products. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 plus as well as the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of both allegedly defective lots. The affected tango infinity was inspected by our field service engineers. The camera was within manufacturer's specifications, however the camera settings were adjusted to better center values during this inspection of the instrument. Further, bent probes at the wash manifold were identified and the wash manifold was replaced. After performing post service verification procedure as required, the engineer confirmed the instrument to operate within manufacturer's specification.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that she missed antibodies of three patient samples when using biotestcell-i11 plus and biotestcell 1&2 on tango infinity. The customer returned both supposedly defective products, biotestcell-i11 plus and biotestcell 1&2, and also four patient samples. According to the customer's documentation the specificities of the provided samples were sample 1 (anti-jk(a)), sample 2 (anti-jk(a), sample 3 (anti-k) and sample 4 (multiple antibodies: anti-k, anti-s, anti-c, anti-e, anti-jk(a). The customer reported that she could identify anti-k and anti-s in sample 4. Our quality control laboratory tested the patient samples with both supposedly defective products (biotestcell-i11 plus and also biotestcell 1&2) on tango infinity. The four samples showed correct positive and negative results corresponding to their specificity. We could confirm anti-k and anti-s in sample 4. Additionally, both product samples returned by the customer (biotestcell-i11 and biotestcell 1&2) and also our qc lab's retained samples of biotestcell-i11 plus and biotestcell 1&2 were tested with different samples and controls, e.g. An anti-fy(a), anti-jk(a), anti-k, anti-c and anti-e . All positive and negative reactions were correct. We did not observe any false negative reaction for both products. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 plus as well as the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of both allegedly defective lots. The affected tango infinity was inspected by our field service engineers. The camera settings were adjusted during this inspection of the instrument. Further investigation is still ongoing.